Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.

Event description:
On 1/3/2024, a clindex notification was received indicating that a severe complication occurred that resulted in medical or surgical intervention to prevent life-threatening illness or injury or permanent impairment to a body structure or a body function of a patient listed on the shoulder arthroplasty registry. The patient underwent a univers revers apex procedure on (B)(6) 2023. On (B)(6) 2023, the patient fell and had a fracture. The patient underwent an open reduction internal fixation of the left periprosthetic fracture procedure, in which plates, screws, and cables were implanted. No further information was provided.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.